Manufacturer narrative:
(B)(6). (B)(4). The product is not returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
Procedure: mis tlif it was reported that on (B)(6) 2016, intra-op, tip of the micro pituitary broke off. No patient complications were reported.

Manufacturer narrative:
Product analysis: visual and optical examination confirmed the dynamic jaw is broken off at the base of the shaft. The morphology of the fracture is consistent with lateral bend stress overload.